Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user saw while material floating in the fill syringe. Reportedly, this occurred with multiple cartridges. There was no impact to the user's blood glucose level.